Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned, and may have aided in the investigation had it been. Without device analysis, a conclusive cause for the difficulty removing the catheter from the guidewire could not be determined. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Additionally, inner member collapse can occur if a guide wire is not inserted into the guide wire lumen during inflation or during preparation for use or from multiple/high pressure inflations. Return of the otw mini trek and guide wire used in the procedure may have aided in the investigation and determination of cause. A conclusive cause could not be determined; however there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed as the product was not returned and the part and lot numbers were not reported. To ensure this is not the result of product deficiency, all catheters are visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that during the percutaneous translumenal angioplasty procedure in an unknown coronary artery, the otw mini-trek balloon was advanced to the target lesion. The physician wished to exchange the guide wire, but, due to collapse of the balloon inner lumen, was unable to remove the wire from the mini-trek . The balloon and wire were removed together. An unknown balloon and wire were used successfully to complete the procedure. There were no adverse patient effects and no significant delay in procedure. No additional information was provided.